Event description:
A customer reported that an ophthalmic operating system and handpiece was not aspirating during phacoemulsification mode of cataract surgery. Occlusion was heard as well as displayed on the machine. The surgery was completed by replacing the console, handpiece and fluidics module. There was no patient harm

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.